Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that their insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 400 mg/dl. The patient treated via insulin pump bolus. The customer also resolved the no delivery issue by changing the infusion set and reservoir. Further troubleshooting was declined for the high blood glucose. The insulin pump was not returned or replaced.